Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, the cable on instrument was noted to be frayed and separated.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, with the following clarification that the pitch cable on the instrument was broken. The pitch cable was broken at the wrist and the cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.